Event description:
A renegade catheter was used for therapeutic purpose. During the procedure, a kink developed at the proximal shaft. At a later date, it was discovered that the catheter was fractured 7 cm after the strain relief. The procedure was completed with another device.